Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed but came out of the body during use. Manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The mynx vcd was used in a percutaneous coronary intervention (pci) procedure. The device was prepared and used in accordance with the instructions for use (IFU), and there were no visible signs of device or package damage prior to use. The procedure utilized a retrograde approach. The femoral artery¿s suitability was verified by angiography, including the insertion angle (30¿45 degrees) of the non-cordis sheath introducer. The vessel diameter was confirmed to be greater than 5 mm, and the puncture site did not have visible calcium or plaque. There was no stent near the puncture site, and the vessel did not exhibit stenosis greater than 50% at the puncture site. The target femoral site had not been previously closed with any closure device within the past 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control device. The physician achieved certification on the use of the mynx control vcd and has used the device several times prior to this procedure. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed but came out of the body during use. Manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The mynx vcd was used in a percutaneous coronary intervention (pci) procedure. The device was prepared and used in accordance with the instructions for use (IFU), and there were no visible signs of device or package damage prior to use. The procedure utilized a retrograde approach. The femoral artery¿s suitability was verified by angiography, including the insertion angle (30¿45 degrees) of the non-cordis sheath introducer. The vessel diameter was confirmed to be greater than 5 mm, and the puncture site did not have visible calcium or plaque. There was no stent near the puncture site, and the vessel did not exhibit stenosis greater than 50% at the puncture site. The target femoral site had not been previously closed with any closure device within the past 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control device. The physician achieved certification on the use of the mynx control vcd and has used the device several times prior to this procedure. Additional information was requested but not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 was partially depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. With respect to the sealant sleeves, no abnormal conditions were observed. Additionally, a non-cordis catheter sheath introducer (csi) with no identified french size was returned inserted on the device. The balloon was deflated, the core wire was present, and the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The functional simulated deployment test could not be performed because the device was received in a fully deployed condition. However, since button 2 was received partially depressed, an attempt to fully depress button 2 was performed successfully, and the balloon was retracted without issue. Although the balloon was received in a not retracted state, it was reviewed and confirmed to be fully deflated, with no abnormal conditions observed. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received with the sealant deployed off the device and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, user-related factors (user error) likely resulted in the inaccurate placement of the sealant reported as the device was received with button 2 partially depressed. Additionally, there were no anomalies noted during complete button 2 depression per the functional analysis and the balloon was received fully deflated. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button 2 is not fully depressed, the balloon will not be fully retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.